Manufacturer narrative:
All available information was investigated and the reported mechanical jam (inability to remove the gripper line) was not confirmed during returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported for mechanical jam from this lot. All available information was investigated and a definitive cause for the reported mechanical jam (inability to remove the gripper line) could not be determined in this incident. There is no indication of product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed for inability to remove gripper line. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 with a restricted posterior leaflet. A mitraclip was advanced and grasping was achieved. However when establishing gripper line removability before deployment, resistance was felt and the gripper line was unable to be removed. The clip delivery system (cds) with undeployed clip was removed and replaced with a new device. One mitraclip was successfully implanted, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.